Event description:
Reporter states she has had 3 right knee replacements first one in (B)(6) 2021 and most recent one being (B)(6) 2022. Reporter states after each knee replacement she experienced right leg swelling and pain.